Manufacturer narrative:
The device was received for evaluation. The sample analysis of the five drain bags received, confirmed that there was a leak at the welding of the bags near the stopcock for each bag. The reported condition was verified. A potential cause for the event was determined to be re-use of the single use bag. Leakage from the drain bag can occur when the bag is filled and emptied several times. Per the instructions for use provided with this device, the prismaflex sets and all the provided accessories within the sets, including the drain bags, are single use products. Once the drain bag is filled, it should be discarded and not re-used. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, two drain bags of prismaflex m150 had fluid leakage near the stopcock due to a crack. It is unknown how many patients were involved. The nurse detected this issue in the intensive care unit. When this issue was found, the user replaced the product, and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.